Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient was on impella cp support because the patient began to rapidly decompensate becoming bradycardic and hypotensive was then taken to the central clinical laboratory where left heart catheterization revealed multi-vessel disease. The patient was intubated and temp pacer placed followed by percutaneous coronary intervention procedure of what was believed to the be culprit of the lesion in the right coronary artery. The patient continued to decompensate requiring high dose drips when the decision was made to place the impella cp. While on impella cp support the patient developed a hematoma post procedure in the unit while the patient had been moving. Femstop was placed and removed, and manual pressure held. One albumin was given for hypotension; mean arterial pressure spiked into the high hundreds. The patient then became hypotensive again. The patient's hemoglobin (hgb) pre-was 13.8 just prior to removal hgb was 12.9. One unit of packed red blood cells were ordered, but not started prior to impella removal. The medical doctor discussed with the family continuation of decline in patient condition which led to the decision to pull the impella and to make the patient do not resuscitate. When care was withdrawn the patient expired.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.